Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. However, a review of the clinical information found the following: the root cause of the leg ischemia was most likely incorrect sheath used as a 16 fr non-abiomed approved introducer was used on the patient's 4mm vessel. The 16 fr dryseal introducer is not permitted per (B)(4). Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, it was discovered that the patient's vessel diameter was only about 4mm, and a severe multivessel lesion was identified, and external sheaths were used. The procedure was performed with an antegrade sheath on the impella side and a retrograde sheath on the contralateral side. There was no color problem in the lower extremities during the procedure, but it worsened, resulting in lower extremity ischemia. A femoral bypass was performed and the lower extremity ischemia did not improve. Since the impella was in the process of weaning, the physician decided to explant the device. After removal, the blood flow of the lower extremities was confirmed and the issue improved.